Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that, during a procedure, the pump stopped and displayed an error message. The pump did not re-start after power cycling once but function was restored after a second power cycle. There was no report of pt injury. The pump was subjected to testing at the facility and at sorin group (B)(4). The problem could not be reproduced. Sorin group (B)(4) had requested that the pump be returned for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group received a report that, during a procedure, the pump stopped and displayed an error message. The pump did not re-start after power cycling once but function was restored after a second power cycle. There was no report of pt injury.